Event description:
The customer initially reported: that the knife from the custom pack was not sharp. Follow-up information received: the surgeon states that the cornea tore while using the knife. The surgeon used another knife to complete the procedure. The surgeon stated that it was not necessary to suture wound and there is no late sequelae. The surgeon did not state the date the event occurred.

Manufacturer narrative:
No sample returned for evaluation. No lot code provided. The complaint was not confirmed because no samples were returned and no lot number was provided for analysis. No corrective action taken. The root cause could not be determined.